Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller states that he is with the pt today who is from canada so tss did not ask for pt info/doc info. The caller states he is struggling to get proper coverage for the pt in the context of 'settings not available'. Caller states that the pt met with someone yesterday and since then has been getting the message. Tss reviewed why this message occurs, caller then noted that pt's impedances have values in the 1500-3000ohm range but also he noted that a contact pair not being used, 0/11 is showing 40k ohms--tss electing to document impedance/'settings not available' message together as they are related. Tss reviewed programming pt with the impedance of the active contacts in mind along with ma, hz, usec. The cause of settings not available 40 k ohms was unknown. Rep was able to program around electrodes with high impedance. However while doing that effective therapy is not available. Unknown what the next steps will be.

Manufacturer narrative:
H10. Additional information regarding this event will reported as a supplemental to manufacturer report # 3004209178-2020-10805. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.